Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator (ICD) system implant. The right ventricular and right atrial leads were successfully implanted. While placing the left ventricular lead, it was noted that the blood pressure dropped below the baseline and the coronary sinus was perforated. The lead and delivery system were removed. A pericardiocentesis was performed. The implant was aborted. An ICD and left ventricular lead were implanted successfully on (B)(6) 2020. The patient was in stable condition.